Manufacturer narrative:
The device was not returned for evaluation as it is still placed in the patient. No device history record (DHR) review was possible as no lot number was provided as part of the incident report. This incident was consulted with medical affairs and scientific affairs due to the complexity of the case. Based on their evaluation using additional information and pictures received from the client about this case, it was determined that the possible root cause of the csf leakage was that during the surgery, the dural defect had not been completely covered with duragen, leaving a gap that allowed the csf leakage into the overlying tissues.

Event description:
A physician reported that the id2201i duragen 2x2 1 pack ce was used for the posterior skull clipping technique which was completed on (B)(6) 2020. A (B)(6) year old patient had a severe dural defect and bleeding from the sinus area and the bleeding was stopped with 10 pieces of hemoclips. The duragen was placed to cover the entire defect. A few sheets were stacked on the caudal side, and finally sprayed with beriplast (fibrin glue). Approximately 1 week after surgery, csf leakage was confirmed on CT scan, but it seemed to be gradually decreasing, so the patient was followed up. Two weeks after the surgery, suture removal was performed and the wound partially opened and began to leak outside the skin. On (B)(6) 2020, compression dressing was done and the lumbar spine drain was performed and cerebrospinal fluid (csf) was drawn about 150 milliliters (ml) a day. The patient has not recovered from the csf leakage. The patient is still in the hospital. Additional information received on (B)(6) 2020 indicated that the patient had a reoperation and found that the duragen was not placed on the dural defect entirely and csf leak occurred from the open area. A dural augmentation was performed with duragen, fibrin glue, fat and surgical, and fibrin glue again on the top.